Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (2,000.0 mcg/ml at 1,457.1 mcg/day), bupivacaine (17.8 mg/ml at 12.968 mg/day), and morphine (5.5 mg/ml at 4.0070 mg/day) from (B)(6) 2015 and then fentanyl (2,000.0 mcg/ml at 1,457.1 mcg/day), bupivacaine (17.8 mg/ml at 12.968 mg/day), and morphine (6.2 mg/ml at 4.5169 mg/day) as of (B)(6) 2015, via an implantable infusion pump in simple continuous mode. The pump's indication for use was noted as spinal pain. The patient experienced inadequate pain control from baseline and fluoroscopy performed on (B)(6) 2015 revealed downward catheter migration. A new catheter was implanted and connected to the existing catheter on (B)(6) 2015; the catheter remains in the patient. The patient elected to have the pump replaced from 20 cc to 40 cc. The event resolved without sequelae on (B)(6) 2015. A follow-up report will be filed if additional information is received.